Manufacturer narrative:
The investigation of the simplexa flu a/b rsv direct kit (mol2650) suggested that the root cause for the occurrence of false positive (and sub-amplifications) were due to the lot to lot variability of the scorpion primers. (B)(4). These corrective and preventative actions are effective in mitigating the effects posed by the potential lot to lot variability of the scorpions. (B)(4).

Event description:
The customer reported that they are seeing false positive flu b results with their sample testing. There have been four samples that came up late for flu b and upon repeat testing with another reference kit, all four samples were negative for flu b. The results were reported to the doctor. This MDR is for the first of the four sample results that were reported. A voluntary recall has been performed related to the reported lot.